Manufacturer narrative:
On april 1, 2020, mentor received additional information with an updated date of implant: (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 24, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the sample no apparent damage was observed. Leak testing was performed, according with mentor procedure, and it revealed a tear measuring approximately 0.2 cm on the anterior aspect. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant medical products: mentor smooth round high profile 330cc, catalog# 3503330, serial# (B)(4). Manufacturer¿s reference number: (b)(4.

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round high profile 330cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient would undergo explantation on (B)(6) 2019. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).